Event description:
According to the reporter, the device was purchased for a gift. Her husband was using the device on 1/1/98 for the second time, when he began to smell something burning. He jumped out of the chair and noted a spark from the device. A hole was burn through the device and into the chair. No injuries occurred.